Manufacturer narrative:
Visually nothing could be found with the returned device. A functional torque test was also performed. The device was within the required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause analysis was deemed not necessary as no device failures have been identified. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by (B)(6): a 2770-40-510 torque wrench lot # km839481 - has failed our normal ¿ expcare torque test. It came in kit ex5b # 280 to rep (B)(4) on (B)(4).